Event description:
It was reported via repair work order that the backrest would not support weight as the attachment knob was out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the backrest not staying up would result in caregiver annoyance; however, the caregiver would still be able to assist the patient, if necessary. Additionally, it is not likely to harm the patient as the recliner would still support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the backrest would not stay up as the customer had installed the backrest screws in the wrong mounting holes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.